Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during chemotherapy with doxorubicin, the IV set leaked. Approximately 3 cc were noted on the floor. Chemotherapy was stopped and the female equashield connector at the primary tubing port where the doxorubcin was connected was changed. Leakage was still observed. The doxorubicin was then connected to the lowest port of the primary tubing, and a new female equashield connector was used. No leakage was observed after. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was returned with another used manufacturer`s extension set, a bd syringe and a equashield adapter attached. There was also one equashield in an opened package returned. Leakage was observed at a crack in the threads of the proximal caresite valve where the equashield adapter was connected. Therefore, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Although the defect of leakage was confirmed on the caresite valve, the exact root cause of the crack was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.